Event description:
Reported events of abdominal pain, vomiting, "penetration of the gastric band into the stomach", and "migrated gastric band" from journal article: "endoscopic removal of eroded gastric band using strangulation technique with a mechanical lithotriptor as a minimally invasive procedure", digestive endoscopy: official journal of the japan gastroenterological endoscopy society, (2014 jan 20).

Manufacturer narrative:
No contact info was provided for the reporter of the complaint. The product associated with this report has not been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, displacement, pain, and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events.